Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced hypo seizure. Customer blood glucose level was 5.2 mmol/l at time of the incident. Customer was assessed that the hypo seizure was due to various factors like hot weather, exercise, high glucose levels followed by a bolus. It was unknown whether that the auto mode feature was active at the time of event. Customer blood glucose level was 5.2 mmols approximately 5 ¿ 10 minutes after the customer received im glucagon. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.